Manufacturer narrative:
Approximate age of device: 2 years, 11 months. The device is expected to return for evaluation, but has not yet been received. No further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
Additional information: the explanted device was returned to the manufacturer for evaluation. The report of low speed/flow alarms and pump stop events was confirmed based on the evaluation of the returned lvad pump. The pump returned with the percutaneous lead (lead) cut approximately 2¿ from the pump housing and the severed portion of the lead did return. Continuity testing was performed on the distal-end portion of the lead and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed from the pump-end portion of the lead and examination of the underlying wires revealed disruptions in the insulation of the black and green wires approximately 24¿ from the metal/controller connector, in the insulation of the yellow wire approximately 28¿ and 29.5" from the metal/controller connector, and in the insulation of the red and orange wires approximately 30" from the metal/controller connector. The conductors of these wires were exposed. The disruptions of the yellow, red, and orange wires appeared to be the result of repetitive flexing of the lead in these areas, which caused abrasion to the wires as a result of rubbing against the braided shielding; whereas, the disruptions of the black and green wires appeared to be the result of mechanical damage; however, a specific cause for the damage and an exact time when it occurred could not be conclusively determined. The yellow and green wires represents the wires of phase 1, the black wire represents one of the wires of phase 2, and the red and orange wires represent the wires of phase 3. The disruptions in the wires would have interrupted pump function as a result of a phase to phase short if the exposed conductors from both wires made direct or simultaneous contact with the braided shield while the device was supported by batteries. The reported event also could have resulted from the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Additional information: the attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4).

Event description:
Additional information was received from the intermacs registry stating: patient called lvad coordinator due to red heart pump alarms; patient proceeded to ed where red heart pump alarmed again and circulatory support reports lvad turned off for 20 mins. Pump disconnected that time. Outcome: exchange.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient called the lvad coordinator to report intermittent red heart and low flow alarms. The patient was advised to go to the hospital to have the device checked. On the way to the hospital, the pump turned off completely. Upon arrival in the ER, the patient's device was checked and because the pump at that point had been off for over 20 minutes, the system controller was disconnected from the driveline. A review of the data log file noted several pump stoppage events were recorded, all while the patient was on battery power. The patient was reportedly asymptomatic. On (B)(6) 2015, the patient received a pump exchange. It was reported that only the pump motor was exchanged, while the original inflow conduit and outflow graft remained in place.